Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) shut down without generating an alarm. The iabp unit was rebooted and worked normally; however, the customer replaced the iabp unit with another iabp unit to continue therapy without issue. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse checked all connections related to the power supply and no issues were found when the connectors were disconnected and re-connected. The fse was unable to duplicate the reported issue. Unrelated to the reported issue, the fse replaced the safety disk since it was due to be replaced then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) shut down without generating an alarm. The iabp unit was rebooted and worked normally; however, the customer replaced the iabp unit with another iabp unit to continue therapy without issue. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) shut down without generating an alarm. The iabp unit was rebooted and worked normally; however, the customer replaced the iabp unit with another iabp unit to continue therapy without issue. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
It was incorrectly reported that the iabp unit had been returned to the customer and cleared for clinical use; however, a getinge representative has advised that the iabp unit was not returned to the customer's facility as it is a fixed unit in the (B)(4).